Event description:
Healthcare professional reported clinical patient implanted with xen®45 gts in right eye. Pom3, patient experienced "iop increase of 10 or more from baseline" and "xen tip touching iris." Device remains implanted.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.